Manufacturer narrative:
On additional follow up the broken bur will be not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of removal difficulty and loss of power. It was reported there was no patient in evolvement. Repair escalated to product event on evaluation due to bearing detachment and was also found that burr was broken.

Event description:
Repair request initiated for device with the report of tool cutter stuck. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to bearing detachment and was also found that burr was broken. On additional follow up the lot number of the broken tool could not be able to obtained.

Manufacturer narrative:
H3: product analysis: evaluation determined that broken burr stuck in attachment. The likely cause of failure could not be determined. It was also noted that bearing internal tube is detached and color band and laser markings are faded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: avs10, serial/lot #: (B)(6), UDI#: (B)(4), details of correction: 1. H11 product analysis information for avs10 updated 2. Img code for avs10 updated 3. H3 device evaluated changed to "yes" 4. H6 coding fdm fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.